Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states they needed assistance with programing the pump. The customer states their blood glucose level had risen to 520mg/dl. The customer treated with bolus. The customer declined to troubleshoot for the highs and the call had dropped.